Manufacturer narrative:
The reported event of ¿cutting the lv lead in half¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead body insulation was broken / separated consistent with procedural damage. The cause of the reported event was consistent with procedural damage. The s-curve height was measured to be within specification.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the left ventricular lead was cut into half during the slitting of the lead. The lead was not used and replaced during procedure. The patient was stable.